Manufacturer narrative:
(B)(4). G2: foreign, event occurred in canada. The device is in progress of being returned for analysis; an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the inner portion of the handle shaft was missing, which prevented the instrument from grasping the sizer. Another was used to complete the procedure. Attempts have been made and no further information has been provided.